Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): no product problem (no known device problem). The facility reported that 2 or 3 cases of endophthalmitis occurred after system use. Additional info has been requested.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).